Event description:
The customer reported that the insulin gauge on the pump displayed a different amount than expected, noting a discrepancy of over 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer chose to use the cartridge despite the discrepancy and agreed to receive an email with links to cartridge load resources. Customer service instructed the caller to reach out for troubleshooting if the issue recurs, and the customer acknowledged this advice.